Event description:
It was reported to boston scientific corporation that a habib endohpb catheter was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the electrode was not connected. The procedure was completed using another of the same device. There were no patient complications reported due to this event and the patient condition following the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of electrode detached.